Event description:
Per the clinic, the patient experienced an infection at the abutment site and was treated with oral and topical antibiotics (specific date and duration not reported). Subsequently, the abutment was removed on (B)(6) 2022.

Manufacturer narrative:
This report is submitted on november 03, 2022.